Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: corrosion was observed in the battery compartment. The pump passed an in house leak test. The pump booted with functional alarms. The electric current draws were tested an no excessive current draws were observed. The pump was exercised for 24 hours without any power issues. The pump was opened and no moisture damage was observed inside the pump. A review of the black box indicated that the battery inserting during the battery change was not fully charged.

Event description:
The patient's mother said she went to change the battery and noticed corrosion in the battery compartment. She denied that the patient has been swimming with the pump on. The pump reportedly had power and displayed a "replace battery" warning prior to the patient's mother noticing corrosion in the battery compartment. There was no evidence of misuse of the product.